Event description:
Event description guidant received information that during a follow-up procedure, noise was noted on the right ventricular (rv) and shocking electrograms. The patient indicated he was using a table saw at the time of the noise. The noise resulted in some pacing inhbition, but the patient had an intrinsic ventricular rhythm during the noise, so the episodes were diverted and the patient was unaffected by the inhibition.